Manufacturer narrative:
The reported issue related to flow transducer test failure during pre-use check (puc) was confirmed in device¿s logs. The device failed to meet its specification and it was concluded that it contributed to the reported event. The device was inspected, reported issue was confirmed. No parts have been replaced. The device passed all performance tests and could be returned to clinical use. The root cause to the reported issue has not been able to be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).